Event description:
Customer's husband reported that on an unspecified date/time customer received an unspecified error message on the display of her adc blood glucose meter upon test strip insertion. Caller further reported that on (B)(6) 2015 customer began to experience "shaking, anxiety, stuttering and could not talk", but because of the issue with the meter she wasn't able to perform a test. Caller took customer to a local fire department to get a glucose test done. It is unknown what result was obtained, but caller noted they were advised to go to the hospital. At the hospital customer was treated with unspecified "medications". Customer's husband could not recall what medications were given to the customer and declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and control test strip (lot no: 4500163473) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.